Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the vasoview 7xs scissor blades did not more; however, the handle of the device was able to move. The heat shrink tubing on the end of the scissors was ripped; the ripped part expanded and contracted along with the opening and closing of the device handle. A replacement device was used to complete the procedure. The hospital did not report any pt effects.